Event description:
Consumer complaint of erratic blood glucose results. Expected fasting blood glucose test result range is 90 to 120 mg/dl. Testing performed once daily in the morning. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 84 mg/dl and 84 mg/dl. Verified storage of product is within instructed spec. Recall test results performed fasting from meter memory: 1: 112 mg/dl (B)(6) 2015 10:30am, 2: 112 mg/dl (B)(6) 2015 10:30am, 3: 112 mg/dl (B)(6) 2015 10:30am, 4: 137 mg/dl (B)(6) 2015 10:30am, 5: 100 mg/dl (B)(6) 2015 10:30am. Customer provided an additional three results from his log book due to his concern of inconsistent results: (B)(6) 2015 146 mg/dl 6:30am, (B)(6) 2015 102 mg/dl 7:30am, (B)(6) 2015 172 mg/dl 7:30am. Adverse event not reported.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely root cause of malfunction: user misunderstanding erratic results.